Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. She stated the pt is not seeing well.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts were made to obtain add'l info and a completed questionnaire was received on (B)(4) 2012. (B)(4).